Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient noticed pain and that the implantable neurostimulator was flipping on its own right after the initial implant. A revision was performed in (B)(6) 2016 to flip the implantable neurostimulator back and put it in another location and secure it down. There were no further complications reported or anticipated.